Event description:
Information was received in september 2004 regarding a pt who sustained 68% total body surface area burns during a house fire. About six weeks earlier, a total of 72 epicel grafts were applied to the pt's arms and chest. The pt died in september 2004 due to cardiac arrest, which was considered not related to the use of epicel.